Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-07787. It was reported the patient experienced ineffective stimulation due to lead migration. Reprogramming attempts have been unsuccessful. As a result, the patient underwent lead revision where the two leads were exchanged for two new leads. Effective therapy was restored post-op. Also see related MFR. Report#: 1627487-2017-07778 and 1627487-2017-07780.